Event description:
ECG comm error occurred while defibrillator was attempted to be used on a pt. A back-up unit was immediately connected, however pt expired but not as a result of the alleged malfunction according to the paramedic. This report is being filed at this time as MFR was informed in 12/04 that the pt expired.